Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm, and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
The reported condition of worn out and split was confirmed. Visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. Functional test and a pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set. The root cause of the reported condition was not determined. The lot number is unknown; therefore a batch review could not be performed. Should additional information become available, a follow-up MDR will be submitted.(B)(4).

Event description:
The customer reported a continuous 72hr infusion was being performed with sigma spectrum pump, (B)(4) towards the end of the infusion on (B)(6) 2010, the tubing inside the pump got worn out and split, causing an unknown solution to leak. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt and completion of the evaluation, a follow up medwatch will be submitted to provide the results. (B)(4).